Manufacturer narrative:
A malfunction of a citadel plus bed frame was found by an arjo representative at arjo service centre. Following information gathered, one of four side rail panels was detached from the side rail mechanism. No injury was reported. No patient was involved when the issue was detected. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This hypothesis could not be confirmed as the circumstances in which the malfunction occurred are unknown. The customer did not inform about any side rail malfunction. To conclude, the side rail was detached from the bed and from that perspective the citadel plus bed did not meet the performance specification. No patient was involved. No injury was reported. The complaint was decided to be reportable due to the side rail panel detachment.

Event description:
A malfunction of a citadel plus bed frame was found by an arjo representative at arjo service centre. Following information gathered, one of four side rail panels was detached from the side rail mechanism. No injury was reported. No patient was involved when the issue was detected.